Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had completed its infusion and the bag was emptied earlier then anticipated. Settings were checked by 2 rns prior to connection to the pump being sent home with the patient. The settings were verified to be a 46 hour chemo infusion. The pump still stated that 24.1ml of the reservoir volume remained. The patient though he heard the pump infusing quicker this time (pump was making a whistle sound when infusing. There were no reported adverse events.